Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 95 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.